Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip would not release from the delivery system. The physician pulled the clip off the tissue without any complications. Reportedly, after the device was removed from the patient, the clip fell off the delivery system. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was half deployed, as the yoke remained attached to the control wire, and was not returned with the device. Functionally, the yoke was actuated and deployed. Additionally, it was noticed that there was a kink in the control wire. Furthermore, the over sheath and sheath grip were not returned with the device. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, this failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
(B)(6). The reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip would not release from the delivery system. The physician pulled the clip off the tissue without any complications. Reportedly, after the device was removed from the patient, the clip fell off the delivery system. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.